Manufacturer narrative:
The events of "capsular contracture and pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and a capsular contracture.

Event description:
Physician reported a rupture discovered beginning of the year following pain, and a capsular contracture (baker grade IV). The device was explanted. Right side.